Event description:
Reported by the customer as: pump continued to pump after food was gone. Customer stated "pump keeps running when bag is empty." Pt injury? No.

Manufacturer narrative:
Actual device was evaluated. Results: the evaluation included performance testing (accuracy, verification of air/no food alarm, etc.). Multiple formulas and settings were to recreate the failure experienced by the customer. The pump performed according to specification during each run (alarmed and shut off after food was gone). Conclusion: the alleged complaint/defect could not be duplicated. We are attempting to contact the customer/pt to obtain more information. If more customer/pt information becomes available, a follow up report may be submitted.